Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft was not returned for analysis. The hypotube and collar was microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03134. Reportable based on new information received on (B)(6) 2017. It was reported that a shaft kink occurred. The 90% stenosed target lesion was located in the mildly calcified proximal left anterior descending (lad) artery. Two guidezilla¿ guide extension catheters were selected for use. During the procedure, it was noted that the first catheter was kinked at the proximal and distal shaft inside the patient. The device was changed with another guidezilla¿ but the same issue occurred. The physician implanted a stent to complete the procedure. Patient's condition was stable. However, new information revealed missing distal end of the guidezilla.